Manufacturer narrative:
(B)(4). The product lot number could not be identified therefore the device manufacture date is unknown. The neonatal filterline appeared to have been used with a tracheostomy tube that was incompatible dimensionally. Therefore the filterline got stuck on the tube and the user had difficulty in disconnection. The bivona tracheostomy that the customer used has a silicone ring around the adapter. The directions for use (dfu) for the filterline advises the user to verify, before use, that the filterline can be easily connected and disconnected from the tracheostomy tube circuit. The difficult disconnection caused the filter line to separate and the spring then remained at the opening of the tube. The customer is now using a different tracheostomy tube when employing microstream capnography filter lines. The new product is now compatible dimensionally, resolving the reported complaint. From a patient safety perspective, all components are designed to be larger than the inner diameter of the tracheostomy tube. Therefore the parts remaining at the tracheostomy tube opening would not be able to pass through the tube.

Event description:
It was reported that during patient use, a filter line came apart at the housing and a spring detached. The spring then was found at the opening of a patient's tracheostomy tube. The spring was removed. The patient's tracheostomy did not have to be exchanged and there was no harm to the patient.